Manufacturer narrative:
Additional information: b5, h4, f10/h6: medical device problem codes and component codes, h6 (update codes), h11. B5: upon clarification, the issue identified was that an unspecified quantity of inlets had kinked tubing. H4: the lot was manufactured april 2024. H11: the actual devices were not available; however, a companion sample was received for evaluation. Unaided eye visual inspection was performed and no obvious defects were observed. Functional testing was performed by attaching the sample to an in-lab valve set on a compounder; the inlet operated as intended, allowing air to enter the bottle and no air entered the tubing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Damaged (kinked) tubing not associated with leak, accuracy or contamination issues are not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use of a vented micro-volume inlet, bubbles were found in the line from the nphos vial. This occurred during delivery on the compounder in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.